Event description:
Additional information received on (B)(6) 2013 stated that the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforation, incontinence, and abdominal/pelvic pain.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.